Event description:
Healthcare professional reports left side exchange from textured to smooth and rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: . Visual analysis of the returned device identified: weight to the spec, crease fold, wear abrasion and opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a opening sharp in the posterior side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reports left side exchange from textured to smooth and rupture. Device has been explanted.